Event description:
It was reported by the customer that a bd pyxis¿ es server had extract transform load process delay and the report data was not current. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load (etl) process was experiencing a delay. A technical support specialist (tss) confirmed extract transform load (etl) process was current and the issue was resolved itself. The tss attached the knowledge article¿ etl fails to write to event log [bogus etl not current on notices]¿ for user reference. The system functioned as intended after the technical support specialist verified the device.